Event description:
It was reported that an adverse event occurred. Date of event is an approximation. The patient experienced an adverse event not realizing the sensor fell off while swimming, which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The day of the event on 6/20/2024, the patient had a pool party, and the patch had come off, but the parent was not aware of this at that time. The parent reported that after this, she thinks one hour, the patient was found being unconscious, sweaty, pale, and experienced a seizure. When the mom looked for the cgm (continuous glucose monitor) sensor, she noted it was not attached anymore. The patient was treated with a baqsimi nasal glucagon spray and was given juice. The paramedics were called, but once they arrived the patient was already stable, the blood glucose level was 190 mg/dl, and no further treatment was provided. The mother declined the patient to be brought to the hospital, and she had already recovered. At the time of the report, the patient was good. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.